Event description:
It was reported that "the user could not ligate a clip with the applier properly during a surgery. Therefore, the applier was replaced with another one to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred. The applier was sent to our technical specialist, who confirmed that the jaws were misaligned".

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The sample was returned for investigation. The manufacturer reported: "the DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc.- kenosha wi, facility as part of a 50-pc. Lot in june of 2022. It was found that this order was made from the correct materials and components and all approved processes were followed. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet -kenosha's manufacturing process. Evaluation of the returned instrument shows that the jaws are very slightly loose and misaligned in the closed position but there is no visible damage to the jaw pivot pin are on the outer tube assembly. We are able to validate this complaint for the returned instrument. Functional evaluation of the returned device shows that although the jaws are very slightly loose and misaligned in the closed position that this instrument is able to pick ¿up, retain, close and release multiple clips both with and without the use of silastic test tubing as required of its function. We are unable to determine what caused the jaws to be very slightly loose and misaligned in the closed position but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the user could not ligate a clip with the applier properly during a surgery. Therefore, the applier was replaced with another one to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred. The applier was sent to our technical specialist, who confirmed that the jaws were misaligned".